Manufacturer narrative:
This report is submitted on april 15, 2021.

Event description:
Per the clinic, per the clinic, the patient experienced poor performance with the device. Implant re-programming was undertaken. The integrity test was performed under sedation.